Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was involved in a vehicular accident. Customer stated that the insulin pump was hit pretty hard. The blood glucose reading is 218 mg/dl. Customer treated with bolus. The insulin pump has alarmed motor error. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. No motor error alarms were noted. The insulin pump had cracked battery tube threads, a cracked belt clip slot at battery tube threads and a cracked reservoir tube lip.